Event description:
Medtronic received information that a ped2 pipeline failed to open. The ped was delivered to the distal m1. During the opening process of the tip end, it was found that the tip end could not be opened normally. After retrieving and pushing and pulling operations, it still could not be opened. The stent was replaced to complete the operation. It failed to open in the distal section. Less than 50% had been depolyed when it failed to open. It was not placed in a bend when it failed to open. The pipeline was was resheathed less than or equal to 2 times. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccualr anuerysm in the left caverous sinus. The max diameter was 5.1mm and the neck diameter was 8mm. The distal landing zone was 4.3mm and the proximal landing zone was 5.1mm. Vessel tortuosity was normal. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped2-500-25, lot no: b573711 as found condition: the pipeline flex shield braid was returned for analysis with in shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex shield were found to be fully opened and damaged. No other anomalies were observed. Conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure open at distal as the distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. However, the root cause for damages could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.